Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:  product ID: 97755, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was the pt was told they needed to order a new battery for the controller because starting last monday they experienced issues when recharging their ins. The pts controller would be fully charged but the ins would would charge to 30%, then by friday it would not charge at all and they got the message rm03. When the pt would plug the recharger (rtm) cord in they could move the controller on their back and the numbers on how well it was position was at 80 or 90 but they could only charge the ins to 30% before the controller would stop to recharge. During call pt verified no damage to the controller charging port. Pt did not have rtm present during call. Pt was advised to call back with rtm and controller present for troubleshooting. The caller stated stimulator stopped working last week. The pts controller would be at 100% battery and the ins would only charge to 30% before the controller would go to 0%. The pt had to recharge the controller 3 or 4 times before they got the ins charged to 100% (only had to do that one time). On monday or tuesday they were able to get the ins to 60% and by friday they could not charge the ins at all for it would not pick up when charging ins; pt then got a rm03 error message. The rtm was also getting hot. A new recharger was requested. No symptoms were reported.